Manufacturer narrative:
(B)(4). The device was above eri upon receipt. Ate was normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was hemorrhagic stroke, left cerebellar artery stroke and endocarditis.